Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophageal dilation procedure was performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped when attempted to be inflated to 20 mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophageal dilation procedure was performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped when attempted to be inflated to 20 mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1074 captures the reportable issue of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. It was also noted that only the internal wire of the device was returned with the balloon attached to it. The investigation findings do not confirm the reported event. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with scope or any other surface during the procedure could have caused the balloon to tear. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.